Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" is giving tf 388, analyzed logs and found persistent tf 388/271. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: d4, h2, h6, and h11. Results of investigation: confirmed-investigation on affected part on similar cases came to conclusion that the regulated pressure remains above the alarming threshold for flow rates of up to 3 lpm at supply pressures lower than 4 bar. The acceptance threshold as per the new alarm criterion introduced with software v6.0.1800.0 is 1 lpm. This leads to the conclusion that this pressure regulator is indeed defective. Root cause failure: defective o2 pressure regulator.